Manufacturer narrative:
The service technician on site determined that the ps500 battery set was being found out of specification and could not hold the required charge. As the log file of the affected device was not available for the investigation the device behavior during the event could not be retraced. If the battery is discharged and the mains supply is missing, the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A voluntary recall has been initiated regarding this topic and has already been reported to the FDA. The customer has been informed via safety notice and the affected device has been updated with the technical solution.

Event description:
It was reported that the ventilator shut down while in use during transport. No patient injury reported. A dräger service engineer determined the batteries in the ps500 power supply were faulty.